Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound-assisted lymph node biopsy, a piece of plastic remained in the right main bronchus after the sample aspiration was completed. The piece of plastic was subsequently retrieved. The procedure was completed with the same device. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed due to the device not returned, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endobronchial ultrasound-assisted lymph node biopsy, using the aspiration needle, a piece of plastic remained in the right main bronchus after the sample aspiration was completed. The piece of plastic was subsequently retrieved. The procedure was completed with the same device. There were no reports of further patient harm.